Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal. The pump stated "unable to lock the cassette" and the cause of the customer reported issue was a defective latch lock flex sensor. After investigation the results indicated a reportable malfunction due to the detached/damaged dso seal and defective latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and latch lock flex sensor.

Event description:
It was reported that the device is for repair. The customer returned the product for repair, and during inspection it was found that the downstream occlusion (dso) seal was damaged/detached, and defective latch lock flex sensor. There was unknown patient involvement, and unknown signs or symptoms experienced.